Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 282 mg/dl on their blood glucose meter. The consumer administered 5 units of insulin based on that result. Subsequently, the consumer experienced a hypoglycemic event requiring medical intervention. When the emts arrived an hour after the administration of insulin they tested the consumer getting a result of 19 mg/dl on their unk brand of glucose meter. The consumer was transported to the hospital for observation and was released later that day. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control test could not be performed while on the line because the control solution had expired. The meter and test strips will be returned for evaluation.